Event description:
It was reported that this right ventricular lead exhibited a gradual rise in pace impedance measurements resulting in greater than 2,000 ohms. Technical services discussed continuing to monitor as there were no other issues observed. The lead remains in service. No adverse patient effects were reported. Additional information was received that the right ventricular (rv) lead was surgically abandoned. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited a gradual rise in pace impedance measurements resulting in greater than 2,000 ohms. Technical services discussed continuing to monitor as there were no other issues observed. The lead remains in service. No adverse patient effects were reported.